Event description:
It was reported that during a water vapor therapy procedure the generator displayed error code 480 (sensor interface error). The patient was under general anesthesia and due to the issues with the generator the procedure was cancelled. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
Correction to field b5: describe event or problem. Upon receipt at our quality assurance laboratory, this generator underwent a thorough analysis, and it was functionally examined. The returned generator was able to replicate the reported error, and functional testing found there was high pressure in the load cell, causing the replacement of the component. After replacement of the load cell, the generator received all the required updated and it passed all functional and electrical safety testing. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure with this rezum generator the error code 480 was exhibited. The procedure had to be cancelled once the patient was under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.